Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient weight information. Further information was requested but not received.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient still has therapy. Next course of action is undetermined at this time.

Event description:
Additional information was received that the patient's ipg was replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction section d6: d6b - date of explant should have been (B)(6) 2023 rather than (B)(6) 2023. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.